Event description:
During a (pta) percutaneous transluminal angioplasty, the angioguard was delivered and the stent placement (catalog and lot numbers are unk) was successful. However, after post-dilatation with an unknown balloon, the blood flow was stopped, and so the physician suctioned the blood from near the filter basket. The blood flow was recovered and the procedure was done without other problems. According to the physician, there was a lot of soft debris around the target lesion, which should have caused occlusion. The target lesion was in the left internal carotid artery. There was moderate calcification and mild tortuosity, rate of stenosis 53%. There was no neurological symptoms, there is no effect to the patient and the patient is in stable condition. Additional information indicated that during the procedure, the patient placed on anticoagulant therapy that consisted of heparin. The administered amount was 5000iu/day. The act was measure and the results indicated that at baseline. It was 132 seconds and after heparin, it was 359 seconds. The patient's weight was not available, but the patient is obese. The patient's medical history consists of diabetes, hypertension and previously experienced cerebral infarction. There were no neurological and after effect to the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days.